Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history revealed no indication of a lot-specific quality issue. Based on the available information, the reported incomplete coaptation (periprocedure) appears to be due to challenging patient anatomy. The mitral valve insufficiency/regurgitation (recurrent mr) appears to be a cascading effect of the incomplete coaptation. Mitral valve insufficiency/regurgitation is listed in the mitraclip g4 system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitra clip device referenced is filed under separate medwatch report number.

Event description:
This is being filed to report the clip detaching from one leaflet and increased mr. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to <1. One day post procedure during a transthoracic echocardiogram (tte) it was noted both clips had detached from the anterior leaflet (single leaflet device attachment (slda)) and the mr increased to 3+. No treatment will be performed at this time. No additional information was provided.